Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod. In addition the patient reports the pods adhesive was loose and the cannula had become dislodged from the pod infusion site, (leg). Symptoms reported include vomiting, nausea and feeling lethargic. Once at the hospital the patients pod was removed from the infusion site. The patient was treated with intravenous fluids as well as medication for nausea. The patient was released from the hospital after 5-6 hours.